Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim, faded and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power during testing and no evidence of moisture damage in the battery compartment. The text on the display screen was observed to be dim, faded and discolored at the highest contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).